Manufacturer narrative:
Customer sample received; however, evaluation not yet completed.

Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported an overfill of solution had occurred during continuous cycling peritoneal dialysis (ccpd) therapy using the homechoice cycler. The hp related he had been experiencing difficulties with his catheter. Prior to the start of the ccpd therapy, the hp's catheter had been flushed and the hp's transfer set was replaced. The hp noted the cycler was programmed for ccpd therapy, total therapy volume = 13000mls, therapy time = 9 hrs, fill volume = 2600mls, last fill volume = 2500mls, initial drain alarm setpoint=2000mls, last manual drain = no. The ccpd therapy was initiated and the hp bypassed the initial drain after 1157mls of fluid was drained, which advanced the therapy into fill 1. The cycler delivered the programmed fill volume of 2600mls and therapy continued. During drain 1, the hp encountered a "check patient line" alarm. The tsr verbally assisted the hp to close/reopen the transfer set clamp to try and facilitate better fluid flow and clear the alarm from the system. The hp was noted to have drained 4273mls at the time of the call, which was 1673mls more than the programmed fill volume of 2600mls. The hp felt empty of fluid and bypassed therapy into fill 2. The hp received 1mls of the programmed fill when the cycler again elicited a check patient line alarm. The hp requested another cycler and tsr assisted the hp to end the ccpd therapy early. The tsr subsequently swapped the hp's device. The tsr discussed with the hp use of manual continuous ambulatory peritoneal dialysis (capd) exchanges for peritoneal dialysis until the arrival of the replacement device. There was no patient injury or medical intervention indicated at the time of the reported incident.